Manufacturer narrative:
(B)(6). This report is for an unknown quantity of unknown 3.5mm cortex and 2.7mm locking screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, a clavicle plate and screws were removed from a patient due to non-union. The plate and screws were intact and there was no damage to them. A longer plate was put in with additional screws. The procedure was completed successfully with no delay reported. This report is for an unknown quantity of unknown 3.5mm cortex locking and 2.7mm locking screws. This is report 2 of 2 for (B)(4).